Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed ¿dosing stopped. Connect cgm or enter bg¿ when the user¿s dexcom sensor showed ¿start sensor,¿ and the user lacked a blood glucose meter and the original sensor code to resume cgm, prompting replacement and initiation of a new cgm session with pairing instructions and a warmup. Symptoms included no reported adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included uninterrupted health status and no need for medical intervention or hospitalization. Investigation included customer guidance and troubleshooting education to restore cgm connectivity and enable dosing. Investigation of this case revealed that replacing and correctly pairing a new cgm sensor resolved the connectivity issue and restored system function. It was concluded that the event was related to cgm availability for the automated dosing system and that the device functioned as designed once a valid cgm signal was established.